Event description:
Medtronic received information that the patient implanted with this transcatheter pulmonary valve was found to have a stent fracture (type I), observed at six month follow-up exam. No treatment was required, and no adverse patient effects were reported. Additional information was received that four years and eight months post implant the stent fracture has progressed from 1 strut to 2 struts (it is still type I and minor). No treatment was required, and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literature, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, a true root cause to the stent fractures in this case was not determined. No treatment was required, and no adverse patient effects were reported. (B)(4).